Event description:
It was reported that bd alaris pump module syringe adapter set had discoloration of device. Report 2 of 3. The following information was provided by the initial reporter with the verbatim: discoloration in the ¿pumping segment¿ of the alaris syringe adaptor set after losec infusion. Purple discoloration of the pumping segment notices after infusion of losec. Noticed with three patients who received losec infusion during the same day.

Manufacturer narrative:
H6: investigation summary three 10010483 samples were received for investigation; two samples were received without packaging and with residual fluid present in the line, and one sample was received in sealed packaging from lot 22065051. The feedback provided by the customer suggests a purple discolouration of the pumping segment was detected after a losec infusion. As part of the investigation, the customer also returned 40mg omeprazole normon powder. A visual inspection of the returned samples confirmed the customer's experience as the two samples received without packaging had a red discoloured pumping segment, whilst the residual medication in the remainder of the set had resulted in the tubing attaining a dark yellowish colour. The pumping segment was then cut open for a closer inspection; it was not possible to remove the dark red staining to the tubing, suggesting the pumping segment has been stained by the infused medication. The returned 40mg omeprazole normon powder was then dissolved in 100ml of water, and attempts were made to discolour the sample received in sealed packaging, the pumping segment and tubing remained clear throughout. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065051 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined in this instance, however, it appears that the medication used at the time of the event could have contributed to the discolouration of the tubing. Although a definitive root cause could not be determined in this instance, the quality team at the manufacturing site has been informed of this report.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module syringe adapter set had discoloration of device. Report 2 of 3. The following information was provided by the initial reporter with the verbatim: discoloration in the ¿pumping segment¿ of the alaris syringe adaptor set after losec infusion. Purple discoloration of the pumping segment notices after infusion of losec. Noticed with three patients who received losec infusion during the same day.